Event description:
Medtronic received information that this bioprosthetic valve, implanted over 2 years, was found to have a tear in one of the leaflets in the commissural level without macroscopic findings that indicated cause. The patient presented with symptoms. The valve was successfully replaced. The product it expected to be returned for laboratory analysis. There were no adverse patient effects.

Manufacturer narrative:
The product is expected to be returned for analysis; however, the product has not been received to date. Upon completion of analysis or receipt of additional information, a supplemental repot will be submitted. (B)(4).

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, all leaflets were in the closed position with the lunula of the left cusp on the same plane as the coaptive ridge of the non-coronary cusp. All leaflets were slightly stiff but flexible except along the inflow margin of attachment where host tissue extended on the inflow. A tear in the right cusp adjacent to the left right commissure appeared similar to historical events with restricted leaflet movement due to host tissue overgrowth. The non-coronary and left cusps appeared slightly adhered together with host tissue. A tear was noted in the left right commissure. The right non-coronary and non-coronary left commissures were intact. A large remnant of pannus remained attached to the sewing ring on the inflow, extending over the tissue and base stitching, into all inferior coaptive areas and 1 to 2.5 mm onto all cusps. Traces of pannus were observed on the outflow along the outflow margin of attachment of the right cusp, top of the left right stent post and along the sewing ring. An unknown amount of pannus appeared to have been removed on the inflow and outflow during explant. Conclusion: the device history review of this valve was reviewed and no anomalies were noted that would have impacted this event. The valve was returned for analysis. The analysis noted a tear adjacent to the left right commissure that was similar to historical events with restricted leaflet movement due to pannus overgrowth. Due to pannus overgrowth, the non-coronary and left cusps appeared slightly adhered together. A tear was noted in the left right commissure possibly due to restricted leaflet movement from pannus overgrowth. A large remnant of pannus was attached to the sewing ring on the inflow, extending over the tissue and base stitching, into all inferior coaptive areas and 1 to 2.5 mm onto all cusps. Based on the analysis, the report event most likely occurred due to pannus overgrowth. A conclusive cause of pannus could not be determined. However, this is a known failure mode for bioprosthetic heart valves and is considered a patient related condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.